Event description:
It was reported that instruments cannot be found to revise tibia and fibula break.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Eval summary: based on the info provided, no root cause was able to be determined. Eval: review of the device history records for one of the screws was not possible as the lot number required from retrieval was unavailable. Review of the device history records for the remaining screw did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.